Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to loose drive support disk. Unable to prime during the prime test due to loose drive support disk. The device was received with minor scratched display window, cracked case display window corner, broken reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump became stuck during priming. The drive support cap was protruded. The blood glucose reading was 230 mg/dl. The customer had not pressed on the cap while connected. Nothing further was reported.